Event description:
Notes from the history and physical: "the patient has coronary artery disease including left main coronary, which was stented with a drug-eluting stent in 2014. He has had resumption of his anginal symptoms. His treadmill exercise test apparently shows no ischemia. The patient has a cardiomyopathy and an ICD was implanted for a history of monomorphic ventricular tachycardia. His ejection fraction is 40%. The vvi device (ventricular pacing and sensing) has not provided therapy. The patient has a longstanding mechanical aortic valve, which has a ball cage configuration and he has been on chronic coumadin therapy." "Impression and recommendation: this device has prematurely reached elective replacement indicator...there has been a rapid depletion of battery, however, over the past several weeks with some function of the device being documented as abnormal leading to some concerns about either inappropriate therapy or absence of the ability to deliver therapy under the proper circumstances if required. The surgery is accordingly going to be undertaken urgently." Notes from the operative report: "this was a vvi device. The leads were disconnected from the header of the device, and the patient paced externally. He had complete heart block with no underlying rhythm. The chronic pacing thresholds were determined and were satisfactory as follows for this single bipolar electrode in the right ventricle capture threshold 1.1 volt at 0.5 milliseconds, impedance 395 ohms. No intrinsic r waves and shocking impedance was determined at 41 ohms. These data were acceptable. The old device, a boston scientific model e141 was removed from the field. The new device was connected to the leads. This was a boston scientific model d141. The device and leads were returned to the modified pocket and the device secured to the chest wall using the suture port provided." The patient tolerated the procedure well, and there were no complications.